Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the suture sleeve on the left ventricular lead was unable to be tightened. Additional sutures were added to the suture sleeve with no resolution. A second suture sleeve was added and the lead was able to be fixated. The procedure was completed successfully and the patient was stable.